Event description:
(B)(6) 2012 - the dealer stated that the 6291-5f wheeled walker two leg brackets were breaking / snapping. There was no patient injury reported. This product was used by multiple patients.

Event description:
(B)(6)-2012 - (B)(6) - the dealer stated that the 6291-5f wheeled walker two leg brackets were breaking / snapping. There was no patient injury reported. This product was used by multiple patients.

Manufacturer narrative:
(B)(4).